Manufacturer narrative:
Product ID: 8551, lot# cs0037, is not applicable to this MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8551, lot# cs0037, product type: accessory. Product ID: 8551, lot# cs0037, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) refill kit used during a refill procedure. The patient was implanted with an infusion pump programmed to deliver baclofen (10mg/5ml at an unknown dose). On (B)(6) 2017, it was impossible to use the refilling kit. During the filling of the pump, the hcp could not pass the product of the syringe through the filter. It was stated, "usually, the product is always difficult to push, but there it has not gone at all." The filling was finally done without a filter and it went well, "excluding a problem related to the pump." The hcp also tested the filter with water and the water did not pass either. It was stated, "filter certainly defective." It was stated, "clogged filter???" The hcp did not use the refilling kit. No further details were provided regarding signs/symptoms, environmental/external/patient factor that could have contributed to the event, or diagnostics/troubleshooting performed. The report indicated that surgical intervention did occur, but no details were provided.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturing representative. It was clarified that the previous report indicating that surgical intervention occurred was a mistake; surgical intervention did not occur.